Event description:
Physician reported "implant rupture" device has been explanted. This relates to an unknown side.

Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "implant rupture."